Event description:
Related manufacturer reference number: 2017865-2022-41862. It was reported that the patient presented during a leadless pacemaker implant procedure. During procedure, it was noted that the tethers of the delivery catheter were misaligned. When the physician attempted to dock the device, it was noted that the leadless pacemaker did not dock and was separated prematurely from the delivery catheter. The reported delivery catheter was not used and the procedure was completed with the same leadless pacemaker and a new catheter on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported events of misaligned tethers and unable to dock device were confirmed. As received, a complete catheter was returned for analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. X-ray examination found the stationary tether to be buckled in the transition zone. This may have contributed to the reported field events. No other anomalies were identified.

Manufacturer narrative:
The reported events of misaligned tethers and premature separation were confirmed. As received, a complete catheter was returned for analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. X-ray examination found the stationary tether to be buckled in the transition zone. This may have contributed to the reported field events. No other anomalies were identified.